Event description:
It was reported that a minicap transfer set leaked; further described as "a very small leak or drip from the extender". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury, however the patient was given prophylactic antibiotics intraperitoneally (2 g vancomycin and 1.5 g ceftazidime) as a precautionary measure. No additional information is available.

Manufacturer narrative:
A2: age at time of event: 29 (units not reported). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.